Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that they started a dbs operation on (B)(6) 2018 and it was found that the "nut" of the lead couldn't be tightened so a new lead was placed on (B)(6) 2018 to complete the operation. The cause of the issue was suspected normal exhaustion. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: (B)(4) lot# 082213617a product type accessory. Analysis findings indicated the lead kit was not opened, and thus irrelevant to the original event. All codes from the lead were transferred to the the stimloc burr hole cover (B)(4) lot# 082213617a. Analysis of the burr hole cover (lot number 082213617a) found that the screw threads were damaged. If information is provided in the future, a supplemental report will be issued.